Manufacturer narrative:
In the case description, the user mentioned that the system was regularly transitioning into automated mode: limited. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files confirmed instances of the system switching into automated mode: limited during the two months leading up to the date of occurrence (09oct2025). The patient history buffer (phb) data showed that these transitions occurred for the first 20 minutes of each pod, during periods of at least 20 minutes of missing pod-sensor communication, and while the system was generating automated delivery restriction alerts. These are all expected conditions for the transition to automated mode: limited. The system responded appropriately, generating the correct alerts when conditions were met and delivering safe basal during these periods. The phb data showed that the automated algorithm appropriately adjusted the automated basal insulin amounts based on the estimated glucose values and user inputs while in automated mode. While in manual mode, the system correctly delivered the user's manual basal program. The android log files showed that the system functioned as designed.

Event description:
The patient's caregiver reported that on (B)(6) 2025, the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 36 and 48 hours. The patient was transported to the hospital by ambulance. Reported symptoms include nausea, weakness, cognitive changes and inability to speak. While at the hospital, the patient was treated with manual finger sticks and injections. The patient was diagnosed with hyperglycemia and an infection of the blood. The pod was removed and discarded at the hospital. The patient was discharged from the hospital on (B)(6) 2025. The caregiver reported that the pdm controller will not remain in automated mode but rather switches to limited mode and that this issue has been ongoing for 2 months. The caregiver reported that due to lack of control over blood glucose levels, the patient has developed ulcers on the body.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. Beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626. Welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755. Puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.